Manufacturer narrative:
Citation: adachi y et al. Late kidney injury after transcatheter aortic valve replacement. Am heart j. 2021 apr;234:122-130. Doi: 10 .1016/j.ahj.2021.01.007. Epub 2021 jan 14. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the predictive factors for late kidney injury at one-year and patient prognosis beyond one-year following transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a fourteen-center registry between october 2013 and may 2017. The overall study population included 1,975 patients and was predominantly female with a mean age of 84.3 years. Of those, 258 patients were implanted with medtronic corevalve or evolut r transcatheter valves. No unique device identifier numbers were provided. Of the corevalve and evolut r patients, 45 deaths occurred within one year after tavr. None of the deaths were directly linked with medtronic product as the causes of the deaths were not characterized. Of the overall study population, peri-procedural adverse events included: disabling stroke, acute coronary obstruction, bleeding, blood transfusion, and major vascular complications. In addition, heart failure-related hospital readmissions were observed within one year after tavr. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.